Event description:
The customer reported to olympus, that the needle broke during the procedure. After the procedure the scope was inspected via borescope and an odd red fluid collection was noted outside the channel right where the umbilical cord connects to main body of the scope. The issue was found during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
The customer¿s allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.